Manufacturer narrative:
This report is being supplemented to provide additional information based on a clarification to results of third-party testing (see b6) and results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer hygiene microbiological investigation (hmi) results were provided. The results reported the device tested positive with the following: sampling date: (B)(6) 2023. Citrobacter complexe freundii 1cfu/100ml. Micrococcus specie 1 cfu/100ml. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of 1 cfu/100 ml and 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The subject device was received at regional repair center olympus france (rrc ofr) for inspection. During the evaluation, service repair did not find any damage, no issues with the device, functional test passed . The product was sent back to the customer without any repair. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The customer then left the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customers facility provided cds checklist and reprocessing . The following information were provided: cleaning, disinfection, and sterilization (cds) : paa_cds machine soluscope 4. Notes: no patient(s) infection occurred. Aer/ewd reprocessor: not tested. Model name: soluscope 4. Detergent name: oluscope cln. Disinfectant name: soluscope paa. Precleaning information : aspiration of water through the instrument/suction channel. Flushing channels : air/water channel, auxiliary channel. Detergent used: brand: ddn9 franklab. Manual cleaning: detergent used: ddn9 franklab. Brushed points : instrument /suction channel, suction cylinder, instrument channel port. Brush used for manual cleaning : albyn medical. Scope not sterilized. Scope storage: surestore. Scope maintenance: by olympus. Investigation is ongoing. This report will be supplemented accordingly following investigation.